Manufacturer narrative:
The damaged therapy connector cannot be removed from the front case and it's not available for further evaluation. The root cause of the physical damage of the device is most likely user error.

Event description:
A customer contacted physio-control to report physical damage on their device. During initial evaluation, physio-control observed damaged therapy connector. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and verified damaged therapy connector. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report physical damage on their device. During initial evaluation, physio-control observed damaged therapy connector. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.